Manufacturer narrative:
(B)(6). PMA / 510(k)#: k945952, k901449. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated.

Event description:
It was reported that foreign matter occurred before use with a bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes. The following information was provided by the initial reporter, "tube of stain". 2 occurrences were reported.